Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. One partial recapture and one full recapture of the closure device was performed. Upon the full recapture of the closure device, the was kinked. A new was device was used to complete the procedure. No patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system with the dilator snapped into the sheath. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed a kink in the sheath 13cm from the tip of the device. Inspection of the rest of the device found no other damage or defect to the device.the reported kink was confirmed. E1: initial reporter facility name: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. One partial recapture and one full recapture of the closure device was performed. Upon the full recapture of the closure device, the was kinked. A new was device was used to complete the procedure. No patient complications were noted.